Manufacturer narrative:
This file was originally submitted on 7/19/2024 however due to the crowd strike error the receiving server was down, and this file has now been resubmitted on 7/23/2024. This report is being supplemented to provide additional information based on the device evaluation, legal manufacturer's final investigation and corrections to b5, g6. B5- information was updated as it was inadvertently missing in the initial report. G6- report type was intended to be "initial", and the 5 day was incorrectly selected on the initial report. The subject device was evaluated and confirmed the lamp does not light up due to lamp socket failure. The device history record was unable to be reviewed as the subject device was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the specific root cause of the lamp socket failure could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The event was found during inspection for use during a diagnostic procedure.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lamp from the light source does not light even when new. There were no reports of patient harm.